Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with palpitations. Upon device interrogation, the right ventricular lead exhibited high capture threshold. Fluoroscopy revealed lead dislodgement. Patient was transferred to cath lab and the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.